Event description:
A customer complaint was received that the patient's appliance broke and patient swallowed a screw. The patient was taken to an urgent care center and had a scan( it is unknown exactly was procedure was conducted) performed to try to locate the screw. The screw passed through the patient and the patient did not experience any injury. The device was not returned for evaluation.